Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with hysterectomy. It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence, and vaginal scarring. On (B)(6) 2012 the patient underwent exploratory laparoscopy and cystoscopy with urethral dilation due to abdominal pain and bladder pain when full. On (B)(6) 2014 the patient underwent mesh removal due to mesh erosion. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent exploratory laparoscopy w/bso, enterolysis, cystoscopy w/spc and posterior repair using the apogee system w/intexen entyzene due to chronic pelvic pain w/genuine sui w/large symptomatic rectocele, plus abdominopelvic adhesions and large enterocele, as well as loss of prineal body. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.